Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that during a procedure, after insertion of ar-8735-13, screw, the surgeon notice a small fracture proximal and distal to the screw insertion site. Hole was drilled with 2.5 drill as per technique. Surgeon continued and felt no harm was done to patient and it will heal. No follow up with surgeon or the facility needed at this time.